Manufacturer narrative:
The information provided in this report was based on information givenby the dentist in neodent¿s products warranty form that was recorded inthe system and is used by both the manufacturer and the subsidiary. Theoriginal complaint and the product were received by the subsidiary anddid not arrive in the manufacturer yet. When this happens, a newevaluation of the complaint will be carried out and, if necessary, a newfollow-up report will be send.

Event description:
(B)(4)¿ the dentist reported that 3 months and 4 days after the dental implant was installed in intraoral region 10#, its non- osseointegration was observed. Moreover, 45n.cm of primary stability was achieved, the patient presented bone type iii, immediate implat was performed and bone graft was placed.

Manufacturer narrative:
Follow-up is being sent to correct information sent in field d4 lot number, d4 catalog number and d4 expiration date. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
(B)(4). The dentist reported that 3 months and 4 days after the dental implant was installed in intraoral region 10#, its non- osseointegration was observed. Moreover, 45n.cm of primary stability was achieved, the patient presented bone type iii, immediate implant was performed and bone graft was placed.